Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that it was believed that the company representative was informed of the dye study the day it was performed. With regards to the status of the explanted catheter, part of the old catheter remained in the body as only a portion was removed. That portion that was removed would not be returned as it was thrown away by the scrub tech.

Manufacturer narrative:
The pump was returned to the manufacturer. Analysis of the pump on 2017-may-12 revealed no anomaly. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a flex dose rate of 705.6 mcg/day as of (B)(6)2017. The previously applied conclusion code remains applicable regarding the catheter components. The conclusion code is regarding the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000mcg/ml lioresal at 705.6mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that there was a volume discrepancy. It was reported that the actual volume was 8-10ml and the expected volume was 2ml. There were no discrepancies reported at past refills. This was not the first refill after a implant or revision. The volume discrepancy was noted the week prior to (B)(6) 2017. It was initially reported that the patient didn¿t have any symptoms or return of symptoms or withdrawal, but then a family member of the patient reported that the patient had been more cranky and agitated for a "while now." It was stated that the patient doesn't speak much and is in a power wheelchair. It was stated the only major movement the patient does was in and out of the wheelchair. The patient is unable to ambulate on their own. No further complications were anticipated/reported. Additional information received from a healthcare professional on 2017-apr-10 reported they wanted assistance with checking the event logs. They were walked through how to check the logs. No issues were noted in the event logs. It was discussed that next step would be catheter dye study. No further complications were reported/anticipated. Additional information was received from a patient via a company representative. The patient was receiving compounded baclofen (concentration 2000 mcg/l, flex dosing total dose 705.6 mcg) via an implantable pump for intractable spasticity and head/brain injury. The event date was unknown. The patient¿s mom stated that the patient had increased pain, at his last refill the doctor pulled out too much medication, the doctor spoke to the manufacturer and they stated that the pump was functioning fine. The physician performed a dye study on (B)(6) 2017 and was not able to aspirate the catheter, a company representative was present at this dye study, no other details regarding the dye study were known. There were no factors mentioned that may have led or contributed to the issue. The full system was replaced on this report date, the explanted pump would be returned to the manufacturer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported